Manufacturer narrative:
The fse replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was battery failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer called in to report that there was battery failure. Onsite repair is pending.